Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had battery issues. While troubleshooting for a low battery alert, a bad battery alarm and a battery out limit were found in the alarm history. Her blood glucose level was not reported. The product was not returned. Nothing further to report.